Event description:
New information on (B)(6) 2016 stated that the pulse generator exhibited backup vvi operation again. A device software was performed successfully.

Manufacturer narrative:
Final analysis found a xena chip anomaly which resulted in the field complaint of backup vvi operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. A device software wad performed successfully and normal functions resumed. The patient was in good condition and would continue to be monitored.

Event description:
New information on (B)(6) 2016 stated that on (B)(6) 2016, the device was explanted and replaced. The patient was in good condition.